Event description:
Litigation papers allege the following: pt experiences excruciating pain every minute of the day. Currently, pt is forced to take pain medication including morphine every six hours as a result is constantly drowsy and dysfunctional. Based on these conditions, pt's doctors would recommend that his asr hip system be revised and a new system implanted. However, given pt's heart condition, his doctors have concluded that hip revision surgery would potentially kill him and have therefore advised him he must simply live with the excruciating pain he experiences daily for the rest of his life.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) forms and implant stickers received which identified it was the right hip that was implanted, part/lot information and the patients date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 01/30/2017¿ sales rep has reported a revision due to pain. Adding the sleeve to the complaint.